Event description:
Material #: 305106 batch#: 3144657 it was reported by customer that the bd 30g x ½ in needle continues to have issues with not being patent. Verbatim: "bd 30g x ½ in needle continues to have issues with not being patent".

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needles have issues with not being patent. To aid in the investigation, three samples, one plastic shield and one opened packaging blister from lot 3144657 was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. A device history record review was completed for provided material number 301506, lot 3144657. The review did reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received material #: 305106 batch#: 3144657. It was reported by customer that the bd 30g x ½ in needle continues to have issues with not being patent. Verbatim: "bd 30g x ½ in needle continues to have issues with not being patent." Additional information: kindly answer the below questions: 1.could you please provide a clear description of the issue? Needle not patent, cannot draw up or give medication to patient. 2.did the event directly, or indirectly involve a patient or user? Staff could not use needle to draw up medication or give medication inject to patient. 3.please confirm the number of occurrences. Just this one case, but have had other cased filed over the last 6 months. 4.please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. (B)(6).